Manufacturer narrative:
(B)(4). Implant date the patient was implanted in (B)(6) 2014. Concomitant medical products: nexgen articular surface, catalog #: 00596403210, lot #: 61833644, nexgen femoral component, catalog #: 00596401651, lot #: 62319612, unknown bone cement, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as hospital would not authorize release of the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not released by hospital.

Event description:
It was reported that the patient was revised to address tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. External radiologist reviewed provided x-rays and noted the measurements were consistent with varus positioning. Small hyper densities and radiolucency were found which could suggest early loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.